Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to explant the internal magnet due to non-device related infections and csf leaks. A cover screw was placed on the internal fixture for future re-implantation.